Manufacturer narrative:
Patient identifier not made available from the site. Patient weight approximated at (B)(6) kgs. Return requested. Replacement computer shipped to site 07/15/2016. No parts have been received by manufacturer for analysis. On 07/21/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Intermittent freezing issue reported by site. Computer replaced, functions checked and working properly. No mouse issue was detected. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site representative, operating room (or) manager reported that while in a cranial procedure, the navigation system mouse and keyboard unexpectedly became unresponsive. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.